Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic lobectomy, the stapler was able to fire but had poor staple formation which had a "stub situation". It was reported that staple cartridge had broken nails and did not stitch well. The staple distal line was also incomplete. The staple line was fixed by suturing and new device was used in order to complete the case. As reported, there was no patient injury.